Event description:
Info stated that device extremity broke with the stripper. Surgeon had to incise one more time in order to get it back.

Manufacturer narrative:
The returned device was received with the tip separated from the cable. The device was examined under magnification and it was determined the tip had been properly welded to the cable at the time of MFR. The mfg process includes a 50-pound pull test of finished product. A review of the mfg lot records revealed no discrepancies. It is possible the tip separated from the cable because of an excessive load.